Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient allegedly developed a large pneumothorax. The pneumothorax was identified by an x-ray. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for three days. The pneumothorax resolved and the patient was discharged home. The physician believes that the pneumothorax was caused by an unspecified biopsy forceps. The physician indicated that he does not believe an ion product did not cause or contribute to the event. The physician stated that there was no malfunction of the ion system, instruments, or accessories.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed a large pneumothorax. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized for three days. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.